Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('device is embedded into the superior portion of the uterus') in a female patient who had essure inserted for female sterilisation. Other product or product use issues identified: medical device monitoring error "thermachoice balloon ablation, hysteroscopic essure tubal ligation". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (robotic hysterectomy; robotic bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the embedded device outcome was unknown. The reporter considered embedded device to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('device is embedded into the superior portion of the uterus') in a female patient who had essure inserted for female sterilisation. Other product or product use issues identified: medical device monitoring error "thermachoice balloon ablation, hysteroscopic essure tubal ligation". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (robotic hysterectomy; robotic bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the embedded device outcome was unknown. The reporter considered embedded device to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2004 (as per pif discrepancy noted). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-jul-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.